Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient didn¿t record a log of the therapy turning off, but the rep noted that they were meeting the patient again on thursday and the patient would have a log at that time. The rep reported that the patient was reporting that the stimulator (ins) was turning off at night and that the remote said that stimulation was off when she woke up. The rep provided a data file to review. It was reviewed that per the data file, it appeared that the patient was losing therapy due to battery depletion however didn¿t have specific dates from the patient to check against this. It was reviewed that if the patient still said this was occurring to get the dates and they could cross check again. Additional information was received from a rep on 2019-04-04. The rep was asking about next steps for the ins turning off on its own randomly. The rep noted that the lying front and recline positions were at 0ma so adaptive stimulation was turned off. The rep was reviewing stimulation usage data, which showed instances of ¿therapy unavailable¿ on march 17, 21, 26, 29 and april 3. Recharging information showed that average use of the last 30 days was 61% and there were 11 days with usage at 100% but usage was normally around 60%. The rep reported that there were recharging sessions, all of which the ins was at 10% when the session started on march 19, 21, 26, 20 and april 2. The rep reported that the patient had been keeping track of the ins turning off since saturday and the ins turned off one time, yesterday april 3, but the patient mentioned in the background it had happened ¿a whole bunch of times¿ before this. The rep reported that the patient had been using group a 100% of the time and the recharge interval was 1.5 days. The rep also noted that electrode impedances were ¿perfect.¿ no further complications were reported.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting the rep had already submitted a report regarding this event. It was reported that the patient indicated that their therapy would be on and when they wake up they had a sore back and they would check their controller and their device would show it was off. The patient indicated that they charged their device daily and that they did not let their device deplete. The caller stated that they did note some ¿therapy unavailable¿ occurrences on the report but it was unknown if this lined up with the dates the patient reported. The patient called the rep and stated that this had happened again a couple of times. The rep had a data file and it was indicated that they would call technical services before they send it. The rep stated that they would call the patient and tell them to document the dates the issue occurs. The rep also indicated that they would be seeing the patient again on april 4th. Technical services reviewed to check the dates that the patient reported against their diary data and also run a data file at that time as well. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient stimulation turning off on its own wasn't determined. The rep reported that on 2019-04-02 tech services reviewed the data log; they were showing a loss of therapy with recharging sessions that follow. This occurred multiple times in the report. It appeared that the battery shut off was related to battery depletion. The rep reported that on (B)(6) 2019 the patient was keeping dates and log. The log was sent in for review and tech support agreed to reach out once analysis was complete. The doctor offered replacement to the patient if not happy. The rep reported that the patient agreed to charge more frequently to solve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins turned off on its own. The rep reported that the patient had increased pain and when she looked at the patient programmer, it said stimulation off. The rep reported that for adaptive stimulation settings, the recline, lying front and lying right positions were all set to 0 intensity. The rep reported that the reports tab did show stimulation was unavailable on multiple days on the report. The rep turned off adaptive stimulation to see if that resolved the issue. The issue wasn¿t resolved. No further complications were reported.